Event description:
It was reported the pt had fallen after her implant, including falling off of a washer or dryer. The sjm representative met with the pt for post implant programming but the pt could not feel any stimulation. It was reported there were low impedances on some of the lead contacts. X-rays were ordered. Follow up identified the lead had pulled out of the epidural space. It was reported surgical intervention would be the next course of action to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.